Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for a ramp echo and it was noted that the aortic valve was unable to be shut at higher speeds. The patient felt well and denied concerns however was noted to have a larger left ventricular end diastolic diameter (lvedd) than previously noted despite being euvolemic. The patient's speed was aggressively increased over the past few months with little change noted. Log files were submitted to the manufacturer for review and no unusual events were recorded. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported aortic value unable to be shut at higher speeds could not conclusively be established through this evaluation. The submitted log file also showed the pump operating as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU states that left ventricular size, positioning of the septum and aortic valve opening should be monitored to determine the appropriate fixed speed setting for a patient. The final decision if ultimately dependent on the physician¿s clinical judgment. No further information was provided. The manufacturer is closing the file on this event.